Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 4 months post implant of this annuloplasty ring in the mitral position was explanted and replaced with a 27 mm bioprosthetic valve. The surgeon stated there were no allegations against the ring. The patient presented with shortness of breath, fatigue, and severe mitral regurgitation was seen on echocardiogram. No adverse patient effects were reported.